Event description:
Healthcare professional reported left side "sudden size increase", "intracapsular rupture", "seroma", "seroma sampling and serology negative for alcl". The device has been explanted. While histopathological result was initially reported as negative for alcl lymphoma, a new sample (larger fluid collection) is again being sent for cytology after explantation. Histopathological markers are still not reported and alcl cannot be confirmed. Healthcare professional reported "hematoma", "lymphadenopathy". Healthcare professional reported - pathology reports states small number of t-lymphocytes, no evidence of immature blast cells and absence of cd30 antibody preventing specific assessment for cd30 expression, hence malignancy not diagnosed. The fine needle aspiration sample has been described as "a bloody specimen with some inflammatory cells and macrophages".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6., b.5., b.6., h.6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell, red encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side sudden size increase, MRI confirmed intracapsular rupture, and ultrasound confirmed seroma sampling and serology negative for alcl. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side sudden size increase, MRI confirmed intracapsular rupture, and ultrasound confirmed seroma sampling and serology negative for alcl. The device has been explanted.